Manufacturer narrative:
Information received from the site stated that the patient was in cardiogenic shock and was septic. Depth location was not performed prior to step dilation of the vessel or before the large-bore procedure, which is against the procedure requirements stated in the IFU. It was reported that there was difficulty advancing the procedural sheath. The IFU warns, "do not use if there is difficult dilation from initial femoral artery access (e.g., damaging or kinking dilators) while step dilating up to the large-bore device. Difficult dilation of the puncture tract due to scar tissue may lead to swelling of surrounding tissue, thus compromising the accuracy of the puncture depth determined during the puncture location procedure." The root cause of the compaction issue was likely due to scarring present in the groin as noted by reported difficulty advancing the procedure sheathes and wire, which prevented advancing the lock and properly compacting the collagen at the closure site for hemostasis. No lot number was provided. Therefore, a DHR review could not be completed. A returned product evaluation was not completed because the device was discarded at the site.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: during a tavr procedure, pt., was in cardiogenic shock and was septic. Upon deployment of manta to close ventricular, physician unable to advance lock completely, a covered stent was placed to achieve hemostasis.